Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.014 bmw universal ii; guide catheter: xb 3.5. There was no reported device malfunction and the product was not returned. The reported patient effect of occlusion is a known potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient had severe tubular stenosis at the ostial-proximal left anterior descending (lad) artery and severe diffuse stenosis at the mid left lad after 1st diagonal branch bifurcation. The procedure was to treat a de novo lesion located in the mid lad with moderate calcification. Wiring of the distal part of the lad was done with a 0.014 bmw universal ii guide wire. Wiring to the distal part of the 1st diagonal branch was done. Pre-dilatation to the proximal and mid part of the 1st diagonal branch was done with a mini trek 2.0x12mm at 14 atmospheres (atm), with residual stenosis <20%. Sequential dilatation was performed to the mid and proximal lad with a mini trek 2.0x12mm at 14 atm. Follow-up angiogram revealed residual stenosis <10%. An implant (2.5x28mm) was deployed at the mid lad with inflation up to 16 atm. The implant was confirmed to be fully apposed to the vessel wall by angiography. Primary stenting to the proximal lad was then done with a xience xpedition 3.0x23mm at 16 atm. Follow-up angiogram revealed no residual stenosis in either the xience xpedition or the implant. The first diagonal branch was jailed after the xience xpedition stent was deployed. However, collateral supplied from left circumflex was well seen and the physician decided to stop the procedure because of the well collateral supply seen. The final angiogram showed no residual stenosis at the site and thrombolysis in myocardial infarction (timi) 3 flow. No additional information was provided.